Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Reference: (B)(4).

Event description:
On an unknown date a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient had pain around the stoma and in the abdomen. When the retaining plate was removed, the peg tube was pulled directly into the abdomen approximately 7 cm. On (B)(6) 2025 it was reported the patient experienced severe pain again and the tube was being pulled inward. Medical personell advised to check for bezoar. On (B)(6) 2025 it was reported patient was taken to the hospital by ambulance on thursday (B)(6) 2025 where patient was operated on, and again on sunday. It was reported there was a lot of food residue. Patient is currently in the hospital.